Event description:
Baxter france reports a patient was diagnosed with peritonitis 4 days after receiving "reload set 158, 160 and 169" alarms in prime during apd treatment on a homechoice machine. The patient was hospitalized from 3/13/99 though 3/20/99 and treated with triflucan 50 mg/every 2 days for 2 months. The patient's catheter was removed 3/15/99 and the patient is currently on hemodialysis.